Event description:
The customer reported that while the unit was in use on a pt the unit had a pneumatic drive alarm when switched from ac power to battery. The pt was switched to another unit and therapy was continued. No pt injury was reported.